Event description:
This rv lead was implanted on (B)(6) 2005. A call to technical services on (B)(6) 2011 states that patient is in for their first followup after change-out. Stored episodes with noise on rv lead. All ns episodes, except one vf episode. V-45 last episode in logbook dated (B)(6) 2011. Only sees v-36 through v-45 and the vf induction in logbook. All lead measurements ok. No adverse patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).